Event description:
Ous MDR. An increase in the pacing threshold from 1.2 v/0.5 ms to 4.8 v/0.5 ms was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR. No deviations from the technical specs of the lead could be found. There were no anomalies on the lead that could be related to the complained-about increase in the pacing threshold. The analysis was unable to find any mfg errors or material defects.